Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the device showed that a button had been pressed for 3 minutes, but she advised that she had not pressed any buttons for that long. She replaced the battery and reported that this did not resolve the alarm. The customer did not know the blood glucose reading. She also reported that the insulin pump had gotten wet earlier. She stated that she had had the device sitting on a table while she was in a pool. When she got out of the pool, she found the device in a puddle of water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to the electronic assembly damage by moisture. The motor and vibrator motor assemblies received with corrosion. The insulin pump has cracked case at the display window corners and minor scratched lcd window.